Event description:
It was reported that a homechoice automated pd set with cassette had air in the patient line. This was identified during the initial drain cycle of peritoneal dialysis therapy. The caregiver stated that the patient started the initial drain cycle without being connected, and later connected to the patient line. The technical service representative advised the caregiver to have the patient restart therapy with new supplies. There was patient involvement, however there was no patient injury or medical intervention reported. No additional information is available.

Manufacturer narrative:
(B)(4). As the cassette was not returned and the lot number was unknown, a device analysis could not be completed. However, initiating therapy before connecting is a known cause of the reported issue. Proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿ which is shipped with every homechoice device. The guide provides step-by-step instructions for when and how to connect to the disposable set. The guide also instructs to connect the transfer set to the patient line prior to starting the initial drain. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.